Event description:
It was reported that a pt ona a maxxair ets mrs, started sliding out of the bed when the "unit turned on by itself and rotated the pt out of the bed". Allegedly, the bed was placed in the static mode so that a chest x-ray could be performed on the pt. The incident occurred shortly after the x-ray tech left the room. The nurse who was outside the room saw the pt begin to slide out of bed. She called for help and ran to the bedside. The nurse and an assistant caught the pt and assisted her back into bed. The pt's respiratory status and endotracheal tube were never compromised, but the pt's central intravenous line was pulled out and had to be replaced by a physician.

Manufacturer narrative:
The risk mgr who provided the info also indicates that the two top siderails of the bed frame were up and the bottom siderails of the bed frame were down. She further indicates that the pt was in had restraints bilaterally. The risk mgr also indicates that after the pt slid out of bed x-rays were done to insure there were no new injuries. The kci service center indicates that a qc check of the mattress components showed that the components were within specifications. A unit nurse indicated to a kci service tech that they run these units all the time without problems and he thought the problem was a new x-ray tech who had been in the room to perform an x-ray. According to the kci service center, a possible contributor to the original problem is the standard operation of an ets in rotation is to default to a three minute pause then it starts rotation with three minutes in the center then rotates after that. To an inexperienced staff member this could look like a unit rotating on its own, especially if one staff member starts rotation and leaves.